Manufacturer narrative:
The instructions for use outlines required surgical steps to prevent driveline contamination during tunneling. It additionally warns that failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. It further outlines to verify that the connector is dry and clean before attaching to the controller. The instructions for use and patient manual also include a reference guide for alarms including potential causes and actions to take. Failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. Based on the results of the internal investigation and per management directive, no additional investigation of this event is required at this time. The manufacturer also identified the issue to be a design deficiency therefore no device history record is required for this event. The most likely cause of the electrical fault alarms are related to contamination of the driveline connector in that the driveline cap and driveline connection allow external contaminates to enter the driveline connector pins which may lead to electrical faults. This is one of two reports (3007042319-2016-00577 and 3007042319-2016-00578) submitted for devices related to the same event. Remains implanted.

Event description:
It was reported by the site that the device had electrical faults. The device was evaluated by a clinical engineer finding that there was visible contamination inside the connector. Cleaning procedures were performed with a pump stop time totaling approximately 2.5 minutes. Patient remains in the hospital and investigation is ongoing.